Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section b5, the date should be (B)(6) 2024 not (B)(6) 2024, and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that the user did not apply sufficient force to fully tamp the components, although this was unable to be confirmed. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
Additional information was received on 28may2024.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided . A6: race: requested, not provided . D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number . D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tamper did not feel the same as normal. The doctor felt that the tamper did not make it down to the arteriotomy. After cutting the suture, the scrub tech had to hold pressure. No patient complication was noted. No blood loss was reported. The procedure prior to use of the angio-seal was a carotid angiogram. The reported event did not result in patient injury or surgical intervention. There is not a direct allegation that the reported device caused or contributed to patient injury. Additional information was received on 18 may 2024: an 8 french sheath was used. There were no issues with arterial access. There was an angiogram shot for access. There were no issues with insertion, deployment, or removal of the device. The patient is stable with no complications.